Event description:
A report was received that the leads were coming out. It was also reported that patient was experiencing low back pain to palpation at site of scs lead placement and they were superficial again. The patient underwent a revision procedure wherein the leads were replaced and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was no sign of infection. It was also reported that the antibiotics were given per protocol prior to revision and leads were replaced and so as the ipg.

Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 19966281, model/catalog description: avista MRI perc lead kit 56 cm. Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 19729495, model/catalog description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the leads were coming out. It was also reported that patient was experiencing low back pain to palpation at site of scs lead placement and they were superficial again. The patient underwent a revision procedure wherein the leads were replaced and was doing well postoperatively.